Manufacturer narrative:
(B)(4). Evaluation: results: (paralysis); other, (cause of paralysis is unk). Conclusions: other, (cause of paralysis is unk).

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 1 month ago. The aneurysm and vessel morphology were unremarkable. The implant procedure was successfully completed. It was reported that the pt had paralysis the following day. The cause of the paralysis is unk. No additional clinical sequelae were reported. (MFR# 2953200-2010-02192).